Event description:
During a periodic review of the programming history database, a high impedance event was observed on the patient's device during a system diagnostic test. System diagnostic test results were within the normal limits prior to the high impedance being observed. No additional relevant information has been received to date. No known surgical intervention has occurred to date.